Event description:
It was reported that the patient had an unrelated surgery. During the procedure, several asystole episodes were noted in the cardiac monitor data. It is unclear if the episodes were related to oversensing caused by electrocautery during the surgery or if the episodes were true asystole. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.